Event description:
Pt's IV discontinued, but catheter not attached to hub. Ultrasound was obtained of arm which was negative. Dr. Informed of findings. CT of chest negative. Unable to locate plastic catheter from IV.